Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer's mother reported her daughter's insulin pump was freezing. She stated she had taken out the battery and there was a battery out error. The mother stated the insulin pump was stuck on the main menu. Customer's blood glucose was 155 mg/dl. The mother could not recall any significant events leading up to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.